Manufacturer narrative:
(B)(4). Additional manufacturer narrative: patient prosthesis mismatch (ppm) is present when the effective orifice area of the inserted prosthetic valve is too small in relation to body size. Its main hemodynamic consequence is to generate higher than expected gradients through a normally functioning prosthetic valve. Ppm has been shown to be associated with worse hemodynamic function, less regression of left ventricular hypertrophy, more cardiac events, and lower survival. It is typically not related to product malfunction. In this case, the cardiologist noted that it was most likely due to patient prosthesis mismatch. It was initially thought that the patient had a 25mm valve; however, it was learned that the patient had a 21mm valve implanted instead. The root cause of this event was likely due to patient and/or procedural related factors. There is no indication or allegation of a product malfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that this patient with a 21mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of two (2) years and 11 months due to moderate to severe aortic stenosis secondary to patient prosthesis mismatch. The cardiologist noted that it was most likely due to patient prosthesis mismatch. It was thought that the patient had a 25mm valve. There was no perivalvular leakage and 2 of 3 leaflets appeared to be moving normally. It was reported that immediate post-surgical 21mm valve implant gradient was 36 mm hg. The tavr procedure was performed with a 23mm edwards transcatheter valve. Post-implant mean gradient was 10mmhg compared to a pre-operative gradient of 38mmhg.

Manufacturer narrative:
Reference CAPA-20-00141.

Event description:
A balloon valvuloplasty was performed after valve implantation with a 22mm true balloon to fracture the surgical valve. The patient was discharged home on pod #2 in stable and improved condition.